Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported the customer received emergency medical assistance due to low blood glucose on around (B)(6) 2020 with blood glucose of 32 mg/dl at the time of the incident. The customer treated with glucagon, glucose gel, and glucose tablets. The customer experienced symptoms such as becoming unconscious. Emergency medical services could not get a blood glucose reading and they were told it might be due to blood glucose being in the single digits. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller alleged delivery of insulin without user input. Troubleshooting was completed. The caller stated the reservoir was pressed while connected at the time of the incident. The caller reported the reservoir was showing less insulin than what was shown on the status screen. Self test was performed and passed. The caller also mentioned multiple insulin flow blocked alarms but was not able to troubleshoot at the time. The caller also reported damage to the reservoir retainer ring, but the reservoir was able to lock in place. The caller also reported communication issues with the sensor. The caller reported the customer had been experiencing low blood glucose events for 2 to 3 weeks with low blood glucose events of 30 and 52 mg/dl. The insulin pump will be returned for analysis.